Manufacturer narrative:
The company rep was unable to duplicate the reported problem after running the unit for 3 days. As a precautionary measure, the batteries were replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer. On (B)(6) 2010, the failure recurred and the company rep replaced the power supply. The unit was run in the laboratory but shutdown again after five days. The company rep then replaced the main board and let the unit run for eight days. No problems occurred. The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the service history does not indicate any systemic issues.

Event description:
On (B)(6) 2010, the customer reported that while the unit was in use on a pt, the unit shutdown. No pt injury was reported. On (B)(6) 2010, the customer reported that while the unit was in use on a pt, the unit shutdown again. No pt injury was reported.